Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-36527it was reported that the patient presented in the emergency room. The atrial and right ventricular leads were explanted and replaced. The patient was discharged from the hospital after the procedure.